Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. This device is expected to be explanted and returned to boston scientific for analysis. This pacemaker remains in service at this time, no adverse patient effects were reported. Additional information was received. This pacemaker was successfully explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. This device is expected to be explanted and returned to boston scientific for analysis. This pacemaker remains in service at this time, no adverse patient effects were reported.